Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient twiddled their device which caused the right atrial (ra) lead to dislodge. The ra lead was explanted and replaced. No additional adverse patient effects were reported.